Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgment was confirmed via chest x-ray and high, out of, low voltage inadequate capture threshold issues were observed on the rv lead. Lead impedance values were stable. Lead was repositioned and remains implanted. Patient was stable.